Event description:
It was reported that during an unknown procedure, that the device was dropping clips, once in abdomen, and some clips did not close. There was no reported patient consequence.

Manufacturer narrative:
Date sent: 5/20/2008. Information anticipated, but unavailable at this time.